Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a sling was implanted into the patient. The patient experienced pain, erosion of her internal tissues, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and bleeding. It was reported that the patient underwent mesh revision on (B)(6) 2005. It was reported that the patient underwent mesh removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2013-01615 and 2210968-2013-01619. The same patient is represented in each medwatch.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that patient underwent cystorurethroscopy, bladder biopsy, fulguration, hydrodistention on (B)(6) 2013 by dr. (B)(6) at (B)(6) due to interstitial cystitis. (Per operative report).

Event description:
It was reported that patient underwent cystorurethroscopy, bladder biopsy, fulguration, hydrodistention on (B)(6) 2013 by dr. (B)(6) at (B)(6) due to interstitial cystitis. (Per operative report).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria and urinary tract infection.